Manufacturer narrative:
Hakim valve (ID 823162) was returned for evaluation. Failure analysis - the valve was visually inspected, a needle hole in the needle chamber was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. As noted in the complaint report no occlusions were found with the device at the time of investigation.

Event description:
N/a.

Event description:
A physician reported a hakim valve (ID 823162) was implanted on unknown date with unknown setting. There was a suspicion of obstruction after the procedure. Therefore, revision surgery was performed on (B)(6) 2023 and the valve was removed and replaced. The patient has recovered. According to the additional information received, it is unknown if the patient had any symptoms due to suspicion of obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.